Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient with an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The pump currently administered the following medications: clonidine with concentration 140 mcg/ml at a dose rate of 56 mcg/day, bupivacaine with concentration 10 mg/ml at a dose rate of 4 mg/day, and dilaudid with concentration 15 mg/ml at a dose rate of 6 mg/day. It was initially reported that a volume discrepancy occurred, but volumes were unknown. The company representative was told that the last couple of times the patient was refilled there were different volumes than what was expected. The issue was described as having occurred over the last couple of months. The date (B)(6) 2019 is considered an approximate date of event (year known only). They were performing a dye study on 2019-aug-07 and possibly a rotor study as well. Checking the logs prior to performing a rotor study was being considered. No patient symptom was reported. On 2019-aug-19 a company representative further reported that the cause of the volume discrepancy was not determined. The dye study was successful. However, after the catheter was primed the patient felt his legs were too heavy. It was noted that the patient said he felt this way the first time his catheter was primed years ago. And at that time his surgeon told him he must have miscalculated his catheter volume. Refer also to MFR report # 3007566237-2019-01794 regarding previous event. The physician monitored the patient until he felt better. The patient¿s weight was not recorded. The information was noted as having been confirmed with the account and the company representative had no further information. No further patient complications have been reported as a result of this event.